Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 9 years and 5 months post implant of this 29mm mitral bioprosthetic valve and 32mm tricuspid annuloplasty ring, a permanent pacemaker was implanted. The reason for the permanent pacemaker was reported as bradycardia/tachycardia syndrome. No additional adverse patient effects were reported.

Event description:
Medtronic received additional information which indicated that the patient also had sick sinus syndrome (sss). It was stated that the elective replacement indicator on the patients pre-existing implanted permanent pacemaker was activated and the patient was undergoing this procedure for a generator change. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Updated a4 updated a5b updated b5 updated b7 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.